Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was a inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. Reportedly, the patient did not calibrate after the inaccuracy. No additional event or patient information is available. Data was provided, however the report of an inaccuracy could not be confirmed. A root cause could not be determined via data. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.

Manufacturer narrative:
(B)(4). Correction to remove "labeling indicates: if the cgm values are outside the 20/20 range, calibrate again."

Event description:
Data was provided and confirmed the reported event of inaccurate cgm values. A root cause could not be determined.